Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. Date of event: unk. This product is manufactured in the u.s. But not marketed in the u.s.. (B)(4). Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticm5_13.2 implantable collamer lens, -10.00/+2.0/088, into the patients right eye (od) on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to elevated intraocular pressure and significant reduction of irido-corneal angles. The surgeon did not implant another icl lens. Post-op, after lens was explanted, patient had fixed dilated pupil with iris atrophy (urrets zavalia). The cause of the event was unknown.